Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys brahms pct result from the cobas e 801 analytical unit for one patient. The initial result was 0.69 ng/ml. The repeat result was 0.05 ng/ml, accompanied by a data flag. The repeat result was deemed to be correct. The sample was repeated after there was a qc failure for elecsys brahms pct.